Event description:
According to the reporter, during lap colon surgery procedure, the device had no evidence of energy delivery, no re-grasp alert, final tone was not heard, did not seal, squeezed button and did not function, other device had to be used to ending the operation. There was no bleeding occurred. The jaws of the affected instrument did not have to be cleaned. The device did not cause an extension of the procedure greater than 30 minutes. Procedure completed with another lf5637 instrument was used in the same equipment, once the one that was not working was replaced. There was no patient injury.

Manufacturer narrative:
Additional information: h6 (rfr/fdd: device did not activate/fdp: prolonged surgery) new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had no evidence of energy delivery, did not seal, squeezed button and did not function, other device had to be used to end the operation. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.